Event description:
It was reported that a malfunction on the pump occurred, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions on how to reset the pump, but they were not near the charger and planned to call back to complete the reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.